Event description:
This is a report of a patient who discovered a crack on the main body of their transfer set. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Although initially reported to be available for evaluation, the transfer set was not returned. As the set was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the sample was made and return procedures were initiated. Upon receipt of the device, an evaluation will be performed to investigate the reported crack. Should additional relevant information become available, a follow-up report will be submitted.